Manufacturer narrative:
The detergent tube of the subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Since the detergent tube of the subject device have been already broken when it was returned, omsc could not duplicate the reported phenomenon. But there were no abnormalities such as scratches except the torn part. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the analyze of the evaluation, omsc surmised there was the possibility this phenomenon was attributed to the small cracks on the detergent tube on the cleaning nozzle side of the subject device occurring due to some external factor such as misalignment of the edge holder or some external factor for a long term. That small cracks made the reported phenomenon with the detergent flows, and the interaction between chemical attack and stress. It is possible that the detergent tube was torn due to those combination condition, a stress, a chemical attack, and a low temperature conditions accidentally. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the detergent tube of the subject device between the detergent sensor, and the cleaning nozzle had been torn at the maintenance by the field service engineer of olympus. There was no report of patient injury associated with this event.